Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that an ar-9121-02 device became dislodged approximately seven (7) months post-op. The original procedure was an apex with ug, which took place (B)(6) 2019. Early (B)(6) the patient reported the a pop was felt after sleeping on the shoulder wrong and stretching his arm out. X-rays were taken to determine the ar-9121-02 had become dislodged. A revision procedure was performed (B)(6) 2020 by the same surgeon at the same facility. The ar-9121-02, lot 170139814, was explanted and the patient was converted to a reverse shoulder. The explanted device will be returned for evaluation.

Manufacturer narrative:
Complaint confirmed, x-ray provided suggest the glenoid poly loosened from the baseplate. The device was returned with damaged pegs and worn edges. The cause of the event is undetermined.